Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) stimulation was never as effective as the therapy provided during the trial period and it reportedly deteriorated over time. The majority of the stimulation was felt in the patient's right abdomen and ribs (therapy is needed in the left leg). The physician elected to proceed with surgical intervention on (B)(6) 2014 to reposition the lead. Effective therapy was achieved following the procedure.